Manufacturer narrative:
The implantable neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The implantable neurostimulator system was revised due to out of range impedance readings on electrodes 0-7, 14, and 15. During surgery the leads were unplugged, cleaned, and reinserted. There were still many electrodes with out of range impedances. When the electrodes were tested with a screening cable, impedances were within normal limits and the pt had appropriate stimulation. The neurostimulator was replaced. Afterward electrodes 7 and 14 still had out of range impedances, but the pt got adequate stimulation coverage. The pt status after surgery was reported as 'doing well.'